Manufacturer narrative:
Correction b5: change to an unspecified quantity of clearlink system solution sets were leaking ; ¿at least 3 incidents¿ (quantity reported as one on initial). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event,device available for evaluation: this event occurred between november 2022 to december 2022. Device manufacturer address (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was leaking from the middle of the tubing. The leak was further described as a slow drip from the middle of the tubing when under pressure from an unspecified infusion pump. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.